Event description:
It was reported that the short interval count was increased, which could indicate oversensing. Noise and pacing impedance spikes were also reported. Detections were going to be turned off pending lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 383059 implantable pacing lead, (B)(6) 2010. (B)(4).